Event description:
It was reported the patient had 3 pillar implanted, and 1 implant extruded. No other additional information was provided.

Manufacturer narrative:
(B)(4): method - no testing methods performed. (B)(4).